Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received compromised force sensor system. The customer¿s blood glucose level was 14.0 mmol/l. The customer stated that insulin was squirted out during manual prime process. Customer stated that they were unable to exit the preparing to prime loop. Customer states that they are stuck in rewind. Troubleshooting was performed. The product will be returned for analysis.